Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens and foreign material (dried discolored material) on lens surface. Dimensional inspection found that lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4) as per the dfu of this lens model, implantation of lens model is contraindicated in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm and in a patient under the age of 21. The patient was (B)(6) (under 21) and had an acd of 2.80mm at the time of implantation. (B)(4).